Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted mediastinal tumor resection surgical procedure, the harmonic ace teflon pad was broken. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Correction: d4 has been updated to reflect the appropriate instrument for the complaint and the instrument received for failure analysis. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad is damaged at the distal end of the pad. There was no material missing. The complaint regarding teflon pad is broken was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions.